Event description:
The metal arm and radiology shield broke off from the machine while the machine was being positioned over the patient. The broken part struck the staff person who sustained only minor injuries.this is the third arm that has come off a machine.